Manufacturer narrative:
Discrepant positive weak d(rh1) antigen typing results for multiple patient samples. The root cause could not be determined, although it could not be excluded to be associated with contamination within the ortho vision max biovue analyser system. No general product failure is identified. A biased result was reported to a physician. No patient was harmed as a result of the report events.

Event description:
The customer is reporting discrepant positive weak d(rh1) antigen typing results for multiple patients using ortho biovue system in conjunction with their ortho vison max biovue analyser. Complainant: ms (B)(6) - technical manager. Complaint reporter: ms (B)(6)- ortho laboratory specialist. Reported on: (B)(6) 2019 by ms (B)(6) to ms (B)(6) who reported it to the orthocare helpdesk on (B)(6) 2019. Date of events: (B)(6) 2019. Software version: (B)(4). Reagents: ortho sera anti-d(iat)-bv lot v200683 expiry date 17 november 2020. Ortho biovue system ahg anti-igg cassette lot igc740a expiry date 02 january 2020. Patient information: not provided. The customer reported that they had tested multiple patient samples for weak d(rh1) antigen typing using ortho sera anti-d(iat) reagent lot v200683 and ortho biovue system ahg anti-igg cassette lot igc740a in conjunction with their ortho vision biovue analyser and that they obtained the following results: (B)(4). The customer reported that a biased result was reported to a physician. No further detail was provided. The customer reported that no patient had been harmed as a result of the reported events.